Event description:
In this event it was reported that a patient experienced swelling of the lips after having an appliance made that incorporated the use of clear orthodontic liquid. The pt was given benadryl to combat the reaction, and stop using the appliance. Follow up determined that the pt was doing fine and that all symptoms related to the materials use had subsided.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device will not be returned for evaluation. A DHR review is planned and results will be submitted once they become available.